Manufacturer narrative:
The device was returned for evaluation. A review of the device logs confirmed the reported problem. Device analysis: the cause of the multiple pump stops was malfunctioning pmd circuitry. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a controller failure, this occurred after restarting the device three times. The device was replaced with another aic. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.